Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was discovered that there were cracks in both the a and v lumens of the catheter. Therefore, the catheter was replaced.

Manufacturer narrative:
The venous and arterial tesio catheter and extensions were returned for evaluation. The lumens were each returned in two pieces. Visual inspection confirms the complaint as both lumens show a slice. The arterial lumen slice is approximately 8 1/2 cm from the collar and is approximately .04 cm in length. A slight bulge was noted at the start point of the slice. This is most likely caused by a release of tension on the outer wall of the lumen material when the slice occurred. The venous lumen slice is approximately 9 1/2 cm from the collar and is approximately .06 cm in length. The slices do not penetrate the full thickness of the lumen wall. Therefore, no leaks were noted. When the discolored portion of the lumens (indicating the point of entry into the body) are aligned with each other it can be seen that the two slices are side by side. Under magnification it was noted that the slices in each lumen are smooth and straight, indicative of being cut with a sharp instrument versus a jagged edge which would indicate a rupture or tear. The device was implanted for more than one year prior to the occurrence of this issue. Without a lot number for the lumens a review of the manufacture records is not possible. A root cause cannot be determined but is not likely manufacture related. The instructions for use (IFU) contains the following precaution: *do not use sharp instruments near the extension lines or tubing. Do not use scissors to remove dressing, as this could possibly cut or damage catheter. Do not suture through any part of the catheter. Catheter tubing can tear when subjected to excessive force or rough edges. Based on historic data this is not a systemic issue and is considered an isolated incident. This type of event will be trended through the complaint handling process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.